Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was unable to lock in place. The insulin pump was cracked on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. No physical or cosmetic damage noted at retainer ring from visual inspection. (B)(4).